Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 700's (mg/dl) and large ketones. Contact declined to complete any troubleshooting with tandem technical support. No additional information was provided on the reported event.